Event description:
Customer reported that the workstation displayed the error code "work station does not match". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supplies, and reseated the power supply connections. System operates as intended.